Event description:
It was reported that the patient had an inappropriate shock due to oversensing during a slow ventricular tachycardia episode. The rhythm was successfully converted. Technical services discussed lowering the conditional detection zone. There were no additional adverse patient effects. The system remains implanted.